Event description:
It was reported to philips the patient received burns via the pad during resuscitation. The device was reported to be in use on a patient and will be considered a serious injury.

Manufacturer narrative:
The patient received burns via the pad during resuscitation while direct current cardioversion was being performed for atrial fibrillation. One shock had been provided to the patient before the burn was noticed. The clinicians detected the burn on the patient upon removal of the pads post-procedure. The treatment provided for the patient burn was cool pad and burn cream. The patient burn area was approximately the size of the defibrillation pad. The involved pads were within the expiration date. The involved pads were not provided to phillips for evaluation. A philips product support engineer reviewed the case and confirmed that the pads were compatible with the heartstart xl defibrillator. The involved pads were not available to be returned to philips. A picture of the involved pads was not able to be provided. A picture of the patient burn was not able to be provided. As the pads and burn were unable to be evaluated by philips, no conclusion can be drawn. The heartstart xl instructions for use (publication m4735-91900, page 13-29) provides information on potential sources of skin burn during therapy with pads: "do not allow multifunction defib electrode pads to touch each other or to touch other ECG monitoring electrodes, lead wires, dressings, etc. Contact with metal objects may cause electrical arcing and patient skin burns during defibrillation and may divert current away from the heart. During defibrillation, air pockets between the skin and multifunction defib electrode pads may cause patient skin burns. To help prevent air pockets, make sure the pads completely adhere to the skin. Do not use dried out pads; do not open pads package until just prior to use." The heartstart xl defibrillator remains with the customer. H3 other text: pads not returned.

Event description:
It was reported to philips the patient received burns via the pad during resuscitation. Additional details have been requested. The device was reported to be in use on a patient and will be considered a serious injury. A follow-up report will be submitted upon completion of the investigation.